Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with the description of the zonule of zinn was ruptured while an intraocular lens was being inserted into the eye during surgery. It is unknown whether the device was the cause or whether the incident was patient related.

Manufacturer narrative:
Additional information provided in e.1., h.3., h.6. And h.11. The product was not returned for analysis. Only video was returned. The reported complaint was observed on the returned video. The reporting facility did not provide a lot number or any identification of the product. As the reported product¿s lot/serial number was not provided, it was not possible to conduct lot number specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications. Video review: a posterior capsule rupture was noted during intraocular lens implantation, immediately following withdrawal of the company preload injector nozzle, however the video does not clearly demonstrate a cause for the rupture. The posterior capsule appears completely intact before and throughout most of the implantation process, with approximately 270 degrees visible. Visualization of the remaining 90 degrees is limited by the incision and the verion digital markers. While conclusions cannot be drawn from review of this video alone, it cannot be excluded that a structural weakness or tear of the posterior capsule in an area of limited visualization extended posteriorly during iol implantation. Findings from this review are limited and should be interpreted in conjunction with additional clinical and investigational information. Additional information is required to further characterize these findings and assess their relevance to the associated complaint investigation. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).